Manufacturer narrative:
Preliminary analysis did not reveal any anomaly at rf head level. Rf communication was most likely disturbed by environmental conditions.

Event description:
The ICD was implanted on (B)(6) 2017. Reportedly, during the induction test using 30 hz pacing performed at implant, the rf connection was lost and could not be retrieved. Even though the induction test could not be checked in real time, it was reported that the test succeeded and that a shock was delivered after normal vf detection and charge time. Reportedly, after the induction test, it was not possible to refresh the episodes due to a programmer freeze. A restart of the programmer and re-interrogation of the ICD were needed. Reportedly, the distance between the subject rf head and the ICD was around 2m in light upper position at the foot end of the operation table. Lots of electrical equipments and around 6 people with x-ray protection were present in the room.

Event description:
The ICD was implanted on (B)(6) 2017. Reportedly, during the induction test using 30 hz pacing performed at implant, the rf connection was lost and could not be retrieved. Even though the induction test could not be checked in real time, it was reported that the test succeeded and that a shock was delivered after normal vf detection and charge time. Reportedly, after the induction test, it was not possible to refresh the episodes due to a programmer freeze. A restart of the programmer and re-interrogation of the ICD were needed. Reportedly, the distance between the subject rf head and the ICD was around 2 m in light upper position at the foot end of the operation table. Lots of electrical equipments and around 6 people with x-ray protection were present in the room.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The ICD was implanted on (B)(6) 2017. Reportedly, during the induction test using 30 hz pacing performed at implant, the rf connection was lost and could not be retrieved. Even though the induction test could not be checked in real time, it was reported that the test succeeded and that a shock was delivered after normal vf detection and charge time. Reportedly, after the induction test, it was not possible to refresh the episodes due to a programmer freeze. A restart of the programmer and re-interrogation of the ICD were needed. Reportedly, the distance between the subject rf head and the ICD was around 2m in light upper position at the foot end of the operation table. Lots of electrical equipments and around 6 people with x-ray protection were present in the room.